Event description:
At 0849 colonoscopy for polyp done. Polyp snare to base of large polyps and cautery applied to snare. - initial output at 20, placed on 30 per request of physician. Polyp removed. Returned to surgery at 2018 for iatrogenic perforation with large burn of colon.